Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's wife reported that she felt the cycler itself was a part of the reason her husband expired. She feels that the products and process during peritoneal dialysis were abusive and "not worth it", including the supplies and the health workers involved(paraphrased). Follow-up with the patient's wife revealed her husband had passed away in his sleep on (B)(6) 2016. She stated that the patient had been prepped with a hemodialysis access on (B)(6) 2016 to begin hemodialysis treatment on (B)(6) 2016, however the patient passed away prior to the treatment. Medical records were requested.

Manufacturer narrative:
Upon review it was determined that the patient death event was previously reported under MFR report number 2937457-2016-01142. As such, MFR report number 2937457-2016-01156 will be retracted to avoid reporting a duplicate event. Please refer to 2937457-2016-01142 as the report for this event.

Event description:
Upon review it was determined that the patient death event was previously reported under MFR report number 2937457-2016-01142. As such, MFR report number 2937457-2016-01156 will be retracted to avoid reporting a duplicate event. Please refer to 2937457-2016-01142 as the report for this event.

Manufacturer narrative:
(B)(4) - the plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's wife reported that she felt the cycler itself was a part of the reason her husband expired. She feels that the products and process during peritoneal dialysis were abusive and "not worth it", including the supplies and the health workers involved(paraphrased). Follow-up with the patient's wife revealed her husband had passed away in his sleep on (B)(6) 2016. She stated that the patient had been prepped with a hemodialysis access on (B)(6) 2016 to begin hemodialysis treatment on (B)(6) 2016, however the patient passed away prior to the treatment. Medical records were requested.